Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that high quality controls (qcs) and discordant, falsely elevated carbon dioxide (co2) results were obtained on a dimension exl with lm instrument. Siemens reviewed the instrument data and observed that there was a shift in high quality controls (qc) on the day of the event. Siemens performed troubleshooting and determined that there was a water quality issue with the plumbed millipore system. The customer manually emptied the water bottle and refilled with the water from another millipore system. The customer also primed the instrument, resulting in acceptable qc and patient results. The issue was resolved by replacing the plumbed millipore system and performing chlorine clean of the instrument. The customer ran qc, recovering acceptably. The cause of the high qc and discordant patient results was the water quality and millipore system issue. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2018-00633 was filed for the same event.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on multiple patient samples on a dimension exl with lm instrument. The initial results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.